Manufacturer narrative:
The device was received for evaluation. During functional testing, keep saying reload air in line was reproduced as a reload set alarm. A review of event history log revealed customer reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor values to be low. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of saying 'reload air in line' during unspecified process in the biomed service department . There was no patient involvement. No additional information is available.